Event description:
It was reported that the user was unable to announce a meal due to an alert and subsequently experienced prolonged high blood glucose reported at 350 mg/dl while using the ilet. Customer care agent provided support, and troubleshooting identified an insulin occlusion alert with tangled tubing, which was resolved by disconnecting, straightening, and refilling the tubing until drops were observed, after which meal announcement functioned and delivery resumed. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion related to tubing kinking, with subsequent resolution after line management and priming. No clinical symptoms associated with hyperglycemia reported. Outcomes included user education on resuming insulin delivery, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.